Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Screw of radiolucent spine table adapter of the xr2 base unit snapped when working but how to use it. The product had not been used on a pt at all and was an out of box failure. This happened when the hospital had just received the device and they were commissioning into use prior to cleaning/sterilizing and registering into their proof of devices.